Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub and kinked and ovalized in multiple locations throughout its length. Conclusions: evaluation of the returned device confirmed that the neuron max was fractured near the hub. This damage may have occurred due to forceful handling of the neuron max during positioning within patient anatomy. Further evaluation revealed the neuron max was kinked and ovalized in multiple locations throughout its length. These damages may have occurred due to forceful handling of the neuron max during preparation or advancement, and likely contributed to the resistance experienced. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max into the patient¿s body, the physician experienced resistance and subsequently, the neuron max broke at the proximal hub. Therefore, the neuron max was removed and the procedure was successfully completed using a new neuron max. There was no report of an adverse effect to the patient.